Event description:
A customer contacted beckman coulter (bec) reporting approximately 100 mls of retic stain was leaking from the left side of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found fluid leaking from the needle. The fse replaced the check valves and blood sampling valve (bsv) cap resolving the leak. The fse found the leak from the retic stain resolved upon arrival. The customer had re-attached the tubing to the retic stain reservoir resolving stain leak. Failure mode of the leak related to the retic stain is disconnected tubing from the retic stain reservoir. The failure mode of the leak related to the needle is faulty check valves and bsv cap. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).